Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported thrombus on the device occurred. In (B)(6) 2011, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was implanted. At the 12 month follow up in (B)(6) 2012, a transesophageal echocardiogram (tee) revealed a persistent sessile organized thrombus on the face of the closure device. There was also complete thrombosis behind the device and no color flow was seen around the device. The patient was started on coumadin therapy and will continue follow-up with medical management. In (B)(6) 2012, another tee was completed and showed a residual thrombus measuring 0.4mm x 0.3mm and slightly mobile. The patient continued on coumadin.